Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient with this device and associated leads received two inappropriate shocks due to noise and oversensing on the right ventricular (rv) lead. The right atrial (ra) lead impedances were greater than 2500 ohms and noise was present. The leads were suspected to be fractured but this observation was unconfirmed. The device and leads were explanted. The device has been returned for analysis.